Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including migration and subsequent surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral revision augmentation; lower pole bottoming out(lower pole stretch defect) using a full vertical and horizontal t incision. 1 piece of galaflex was used and cut into a rectangle shape. Concomitant procedure - lesion removal under left arm. On (B)(6) 2018, left breast migration, malposition or contraction was reported. On (B)(6) 2019, patient had additional surgery of left capsulorraphy. No additional details were given. Resolved without sequelae on (B)(6) 2019. Review of medical affairs identified that the reported ae is likely related to the device and serious.